Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer states they had trouble filling up the reservoir. The customer was assisted with troubleshooting and instructed on the proper way to fill the reservoir. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per (B)(4). Found reservoirs no leakage anomaly when removing the plungers, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers.